Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the clinician successfully flushed the line with a 10ml syringe of saline by hand. Then after attaching the power injector to administer a 2ml/sec flush the connector started to leak blood back onto the procedure table. The connector plunger was engaged but it wasn't letting any saline through it, just blood backing out of it. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connector was confirmed. Visual inspection of the set showed no signs of damage or abnormalities. Examination under magnification showed a microchannel that was allowing fluid to leak out. Functional testing resulted in the set flushing successfully and showed no signs of leaking throughout the maxzero. Pressure testing confirmed leaking from the maxzero. The source of the leak is a microchannel in the maxzero. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that the clinician successfully flushed the line with a 10ml syringe of saline by hand. Then after attaching the power injector to administer a 2ml/sec flush the connector started to leak blood back onto the procedure table. The connector plunger was engaged but it wasn't letting any saline through it, just blood backing out of it. There was no patient harm.